Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: 09/21/2015 -device evaluation:the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings:during a visual inspection it was noted that the battery compartment was cracked along the side from the seal case to the threads. Unrelated to the original complaint, the display was also noted to be dim and discolored when powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.